Manufacturer narrative:
The subject device is not being returned to olympus for evaluation, since the device was used on a patient and they no longer have it. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the clip (subject device) was used past its expiration date. The product expired in june 2022. There was no report of patient or user injury due to the event. The customer requested a copy of the instruction manual for the device. Three more documented attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although the lot number is unknown, a review of the device history record (DHR) was performed based on the likely 3-year expiration date for this product which is july 2019. The DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user used the product by mistake. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not use an instrument after the expiration date displayed on the sterile package. Doing so may pose an infection control risk or cause tissue irritation.¿ this supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device.